Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he received a low battery and is not entirely sure the battery was a fresh battery and the insulin pump was off and his blood glucose was at 500mg/dl when he got home. The customer received an unexpected restart alarm. Alarm did not occur shortly after inserting a new battery. The customer was advised to monitor the pump and call if issues recur. The insulin pump will not be returned for analysis.